Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, image disturbed due to video terminal failure, output connector failure, and video connector receiver contact corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the video system displayed a lamp error. The event occurred during inspection for use, prior to a diagnostic procedure. There were no reports of patient harm.

Event description:
The costumer reported that the surgery was a swallow endoscopy.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "lamp error" malfunction would likely be the broken lamp a and b. Olympus will continue to monitor field performance for this device.